Manufacturer narrative:
Device evaluation: one 20038e7ds sample from lot ta240066 was received in sealed packaging for investigation of (B)(6), in which the customer has stated: "blood leaking from the septum during usage of smartsite tri extension." The returned sample was subjected to leakage testing and the customer's experience was confirmed. Leakage was observed on all three smartsite components, which, upon closer inspection were all found to have oval female luer adaptors. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240066 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that bd alaris smartsite extension set was damaged. The following information was received by the initial reporter: post investigation findings showed that all smartsites were found to have oval female luer adaptors.